Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a few small cracks on the back. The insulin pump was not dropped or bumped. The keypad was not responding well when being pressed. The insulin pump alarmed unexpected restart with every battery change. Customer's blood glucose level was not reported. The device was not returned.